Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. A disk analysis was performed which indicated the device is using 211%, and 0.78ah, 114w (vvi 60 2.5v/0.4ms 500 ohms). Pacing 59% because of the intrinsic beat/self pulse as far as the information that is currently available this device is still implanted and in service. A follow up appointment is scheduled to monitor and asses the progression of this device longevity. No adverse patient effects were reported. Should further information become available an updated report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. A disk analysis was performed which indicated the device is using 211%, and 0.78ah,114w (vvi 60 2.5v/0.4ms 500 ohms). Pacing 59% because of the intrinsic beat/self pulse this device has been explanted and is no longer is service. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Event description:
It was reported that during a routine follow up on 02/12/2019 this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker according to the information. There were no adverse patient effects. No additional information is available at this time but will be provided once they become available.